Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed with errors indicating circuit failure and mechanical failure. The customer did not provide their blood glucose value at the time of the incident. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. The motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal or bolus, fill tubing or fill cannula not confirmed during testing. Device passed the self test and displacement test. (B)(4).

Manufacturer narrative:
Pump error 63 confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Pump error 79 not confirmed during testing. Device passed the self test and displacement test.